Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100679851. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Erosion and pain are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of erosion and pain are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the scrotum and perineum. During revision surgery, the physician confirmed distal erosion of a cylinder. The device was explanted. There were no further patient complications.